Event description:
Pt experienced suctioning problems on multiple occasions with three size 4.0 ped, pediatric tracheostomy tubes. Attempts to suction the 4.0 ped devices were unsuccessful when the 10fr catheter became "stuck" and would not advance. It was also reported that on a couple of occasions the 4.0 ped devices became plugged and occluded, requiring unscheduled device change out. The devices were reportedly in use approx two weeks. There was one pt involved with no reported pt compromise. Two of the 4.0 ped devices were returned to the MFR on 3/28/97 and processed to the quality analytical laboratory for decontamination, analysis and investigation.